Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. During lead revision, it was observed that a dissection had occurred in the coronary sinus due to the guidewire. The lv lead could not be successfully repositioned due to the patient anatomy. The device was reprogrammed to deactivate therapy for the lv lead. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2017-32835.